Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was not a normal shape, as the bottom half part of the balloon had a bubble. There was also difficulty experienced in removing the guidewire from the device. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.